Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # t5a79a. Device evaluation summary: the analysis found that one ntlc55 device was returned with no apparent damage and with a reload loaded. The reload was received fully loaded with staples and the swing tab was found to be in the unlocked position. It was noted that the "doghouse" component of the cartridge damaged. In addition, another sr55 reload (b) was received fully loaded with staples and the swing tab was found to be in the unlocked position. It was noted that the "doghouse" component of the cartridge damaged. Further analysis showed that the knife subassembly of both reloads were damaged, making the reloads non-functional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. Batch records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause for the damage to the doghouse components indicates that the cartridge reload was improperly loaded (long loaded); then, closing the lever damaged the knife shroud. This may appear as the device not closing. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the device cannot fire. There were no patient consequences reported.